Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between january 6, 2025 and january 8, 2025. H11: the actual device was received for evaluation. Visual inspection noted a pool of fluid inside the housing. A functional leak test was performed by filling the device with green colored water and monitored until the next day; no signs of leak were observed. The bladder crimp may have likely sealed off and therefore leak was no longer observed from the bladder crimp during the leak test. The reported condition was verified in the photo sample only. The cause of the condition could not be determined; however, may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was described as, ¿liquid inside of the actual infuser, but outside of the bladder¿. The leak was observed upon arrival of the device prior to patient use. There was no patient involvement. No additional information is available.